Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 tubes were selected for functional testing. No issues were observed relating to damaged caps or no fill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged cap and no fill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the tube cap was cracked. The tube was replaced. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2. Additional medical device type: gim. G5. Multiple 510k: bk230980, k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the tube cap was cracked. The tube was replaced. No adverse impact was reported regarding the patient or user.